Event description:
Reporter alleged, that comfort curve blood glucose test strips were labeled with an expiration date of 6/30/2008. The MFR's batch records show the actual expiration date to be 6/30/2005. No actions or treatment were reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.